Event description:
Nurse reports that she went to sit the pt up for the first time post-op. Before she could even start sitting pt up, the catheter "snapped" into 2 piece at the connection of the 4 ports. Catheter had been in the pt for less than 12 hours-inserted pre-op. Catheter removed and not re-inserted as the pt was stable.